Event description:
It was reported that on (B)(6) 2025, the patient was scheduled to undergo the mandibular reconstruction with the plate in question. On (B)(6), the plate was damaged during pre-operative bending by the surgeon. Since this was pre-operative bending and a different size plate had also been arranged, the pre-operative bending was completed successfully using a substitute plate. There was no impact on the surgery which was scheduled on (B)(6) 2025. No further information is available. During manufacturer's preliminary investigation of the returned it was found that the returned concomitant device ti matrixmandible 7x23 angle recon plate is broken.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the matrixmand reco-pl angl le 7+23ho t2.5 t were broken. The fracture surface was examined, and irregular areas in the from of beach marks were observed, indicating fatigue. Other section of the fracture suggest that the implant was exposed to a small stress causing the rupture of the implant. Therefore, based on this evidence it is reasonable to conclude that the fracture was caused in two events the first were the implant underwent and the second the small stress. There is no indication of damage related to material issues was observed. Additionally, the main structure of the device is bent and the top surface was observed with signs of scratches and wear these could have been due to bending process of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the matrixmand reco-pl angl le 7+23ho t2.5 t would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part number: 04.503.739, lot number: 6369p73, part manufacture date: 15-jun-2023, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixmandible 7x23 angle recon pl left 2.5mm thick was processed through the normal manufacturing and inspection operations in elmira with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release from elmira with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.